Event description:
It was reported that the burr was stuck on rotawire. The target lesion was located in the right coronary artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During procedure, it was noted that the rota burr system stalled and the burr became stuck on the wire in the calcified lesion. The entire system was then pulled out from the patient's body. No patient complications were reported.

Event description:
It was reported that the burr was stuck on rotawire. The target lesion was located in the right coronary artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During procedure, it was noted that the rota burr system stalled and the burr became stuck on the wire in the calcified lesion. The entire system was then pulled out from the patient's body. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: investigation was completed on the returned device. The device was returned stuck inside the burr. The distal tip was noted to be bent and the spring tip was stretched. The device seemed to be broken as only 189cm was back and most of it was inside the burr, therefore was unable to measure. The outer diameter of the distal tip was observed to be within specification.